Manufacturer narrative:
Corrected data: (B)(4). Device evaluation: device evaluation found that the lens was returned in liquid in lens case/vial. Visual inspection found that there was no visible damage to the lens. Dimensional inspection found lens measurement within specifications. (B)(4).

Manufacturer narrative:
Diopter: -08.00. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens with -08.00 diopter in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. No other lens was implanted, it was the patient's decision.